Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that a physician cut his hand on a sharp piece of metal while trying to move the lead shield installed with an innova 4100-iq vascular system. He went to the emergency department and refused stitches and opted for dermabond. The dermabond to his index finger did not hold and he returned to the emergency department for an add'l application. (B)(4).